Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. It was reported that the incident occurred "about a month ago."

Event description:
It was reported that the bivona® tracheostomy tubes were leaking from "pinholes" during patient use. A tracheostomy tube change was performed after the reported issue was observed. It was reported that no patient injury occurred. According to the reporter, the tracheostomy tube had been in use a couple of times. The cuff patency of the device was not tested prior to patient use. Additional information has been requested; if received, a supplemental report will be sent. Related MFR #: 3012307300-2017-00298.